Manufacturer narrative:
H3: the affected extension was not returned and therefore analysis was unable to be performed. As no samples nor pictures were provided by the customer, a visual inspection was unable to be performed. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the catheter was not flushing properly and looked to possibly be occluded on one side. There was unknown patient involvement.